Event description:
Customer reported a motor error alarm during a bolus delivery. The customer's blood glucose was 357 mg/dl. The customer stated her blood glucose had dropped earlier in the morning and she had to call 911 prior to the alarm occurring. The customer stated they were able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck with motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm was not verified due to erased history file. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.